Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient did not receive effective stimulation in his targeted area of pain. Subsequently, the patient underwent surgical intervention where his system was revised. The exact date of the revision is unknown at this time. The patient will meet with the sjm representative for programming as the next course of action.

Event description:
Follow-up information revealed the sjm representative met with the patient for reprogramming and effective stimulation coverage was achieved.